Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention through telehealth with a diabetes nurse and was diagnosed with an allergy to the pod¿s adhesive. The patient experienced redness and itching at the site, photographs were sent to the patient¿s diabetes nurse, followed by a telephone consultation during which the patient was diagnosed with the allergy. The patient was prescribed an unspecified topical cream as treatment as well as a 27.5 mcg fluticasone spray for the patient to use as preparation when applying future pods. The pod that caused this reaction was discarded.